Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ¿high¿ (specific bg value was not provided), and the meter bg reading was ¿low¿ (specific bg value was not provided). As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 26-36 mg/dl and subsequently lost consciousness. Paramedics were called and administered glucagon to address low bg. Customer was transported to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and d5 (dextrose 5 percent in water) and was discharged from the hospital on (B)(6) 2024 with no permanent damage, and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies.